Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock and the device's smartpass feature had automatically disabled. Boston scientific technical services (ts) was contacted and discussed that the shock was delivered due to potential noise artifacts during patient movement/postural changes, and that the smartpass feature had been automatically disabled due to the patient's low, variable rhythm morphology - likely during an atrial fibrillation. It was noted that the device had already been reprogrammed to the secondary sensing vector, which showed appropriate sensing with no evidence of noise. Regardless, ts recommended performing system integrity testing at the next in-clinic follow-up appointment to attempt to recreate the noise. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.